Manufacturer narrative:
Results: brake crutch tip.

Event description:
It was reported by service report that the jack was drifting and the brakes could not stay engaged. No pt involvement or adverse consequences were reported.